Event description:
Upon initiation of dialysis treatment, nurse noted blood spatters in the venous monitor line. Treatment was stopped. Blood from venous line not reinfused to patient due to question of contamination of line. Blood from arterial line reinfused. Ebl 150ml. New system set up and pt restarted on dialysis.